Event description:
A report was received that a patient underwent a pocket site revision. The pocket site was moved due to the patient's ipg being flipped sideways. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.